Event description:
User facility reported that the product was in use with pt. According to reporter, the product was found to be leaking and the leakage source was thought to be the inflation line. Replacement was required. No incident related medical sequelae was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.